Manufacturer narrative:
The lot number is unk and therefore, the date of manufacture cannot be determined. A failure investigation will be performed on the returned sample. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller stated, they reintubated this pt on (B)(6) 2011, due to the 8.0 taperguard endotracheal tube developed a large unspecified leak right away after a reintubation for a prior leak in the same size and model tube. The first event has been reported on report number 2936999-2011-00096. The caller stated the pt has since been extubated and released from the hospital.